Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles on the inner tube of a small volume folfusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured january 21, 2016 ¿ january 22, 2016. A batch review was conducted and particulate matter was observed in a device during the manufacture of this lot. However, there were no changes to specifications, test methods, process, equipment, or raw material made documented in the batch record that could have contributed to the reported problem. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.